Event description:
It was reported the patient has been syncopal three times in past six months. Data via telemetry shows complete loss of ventricular capture. The ipg was replaced and returned; the lead was capped and replaced.